Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), arthralgia ("joint pain"), myalgia ("muscular pain"), fatigue ("recurrent fatigue"), migraine ("migraines") and dyspnoea ("difficultly breathing") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6), the patient experienced arthralgia (seriousness criterion hospitalization), myalgia (seriousness criterion hospitalization), fatigue (seriousness criterion hospitalization), migraine (seriousness criterion hospitalization) and dyspnoea (seriousness criterion hospitalization). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), irritability ("irritability"), polymenorrhoea ("periods twice per month") and dysmenorrhoea ("pain during periods"). The patient was treated with surgery (for essure removal). Essure was removed on (B)(6) 2017. In (B)(6) , the arthralgia, myalgia, fatigue, migraine and dyspnoea had resolved. At the time of the report, the abdominal pain, abdominal distension, irritability, polymenorrhoea and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, dysmenorrhoea, dyspnoea, fatigue, irritability, migraine, myalgia and polymenorrhoea to be related to essure. Further company follow-up with the consumer or other is not possible. Most recent follow-up information incorporated above includes: on 31-jan-2019: new information received from attorney via legal department: the essure were inserted on (B)(6) 2013 and removed on (B)(6) 2017. The patient experienced diverse pain like abdominal, there were also bloating, fatigue, irritability, everyday headache. There were periods twice per month with pain during periods.new reporter was added (lawyer). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), arthralgia ("joint pain"), myalgia ("muscular pain"), fatigue ("recurrent fatigue"), migraine ("migraines") and dyspnoea ("difficulty breathing") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced arthralgia (seriousness criterion hospitalization), myalgia (seriousness criterion hospitalization), fatigue (seriousness criterion hospitalization), migraine (seriousness criterion hospitalization) and dyspnoea (seriousness criterion hospitalization). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), irritability ("irritability"), polymenorrhoea ("periods twice per month") and dysmenorrhoea ("pain during periods"). The patient was treated with surgery (for essure removal). Essure was removed on (B)(6) 2017. In 2017, the arthralgia, myalgia, fatigue, migraine and dyspnoea had resolved. At the time of the report, the abdominal pain, abdominal distension, irritability, polymenorrhoea and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, dysmenorrhoea, dyspnoea, fatigue, irritability, migraine, myalgia and polymenorrhoea to be related to essure. Further company follow-up with the consumer or other is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2019: after review and confirmation from french health authority, this case was found to be a duplicate of case (B)(4); therefore this current case will be deleted from bayer database and all its content is being transferred to the remaining case (B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removal in (B)(6) 2017"), arthralgia ("joint pain"), myalgia ("muscular pain"), fatigue ("recurrent fatigue"), migraine ("migraines") and dyspnoea ("difficulty breathing") in a (B)(6) female patient who had essure inserted. On an unknown date, the patient had essure inserted. In 2013, the patient experienced arthralgia (seriousness criterion hospitalization), myalgia (seriousness criterion hospitalization), fatigue (seriousness criterion hospitalization), migraine (seriousness criterion hospitalization) and dyspnoea (seriousness criterion hospitalization). In (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. In 2017, the arthralgia, myalgia, fatigue, migraine and dyspnoea had resolved. At the time of the report, the medical device removal outcome was unknown. The reporter considered arthralgia, dyspnoea, fatigue, medical device removal, migraine and myalgia to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 20-jul-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 677 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or other is not possible. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.